Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 5076-52 implantable pacing lead implanted: 2007 (B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was damaged. The decision was made to extract and replace the lv lead. It was also reported that the lv lead originally did not have optimal placement or thresholds. No patient complications have been reported as a result of this event.